Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported system error 107 was not reproduced and was not found during a review of the event history log. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 107 ( pic cam error) when infusing blood products like platelets at rates below 130 ml/ hour. The pump passed the function tests in the biomed shop and worked normally on other types of infusions. The customer normally use a 3rd party for repairs. There was no known patient injury or medical intervention associated with this event. No additional information is available.